Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have a broken grip cables at the proximal end. The grip cables were broken at both tall and short inputs inside the housing at the proximal end. Further inspection found no abnormally sharp or damaged components that could have contributed to the broken grip cables. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the large hem-o-lok clip applier instrument would not close. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.